Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated progesterone (prog) result for one patient generated by the access 2 immunoassay analyzer. The customer runs patient samples in duplicate. The result was not reported out of the laboratory. The sample was repeated on the same unit using 1:2 dilution ratio and lower result was obtained. The customer did not receive any report of patient injury requiring medical intervention of change to patient treatment attributed or connected with this event. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample is serum collected in sst tubes, which was allowed to clot for 30 minutes. Level 3 qc recovered outside of the customers established ranges (+2.1 sd). On (B)(6) 2010 system check was performed which met specification. A bci. Field service engineer (fse) performed high sensitivity system check which met specification. Fse did not note any hardware issues. A clear root cause can not be determined for this event.